Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03568. It was reported that the entire system was explanted due to pocket infection. There were no patient complications, the patient was stable after the system extraction. The patient will have a new system implanted on the same day.